Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7076611. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7076709.

Event description:
It was reported that the patient underwent an explant procedure for a suspected infection at the implantable pulse generator ipg site.